Event description:
Manufacturer's lab reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Event description:
Per the clinic, the patient experienced healing problems, resulting in a decision to explant the device. The device was explanted on (B)(6) 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
The event occurred in (B)(6).